Event description:
Customer reported the system shut down during a case and is displaying a communications error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos and gpos pcbs. System operates as intended.